Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, as tension was applied to the rail suture, the rail suture broke and came out of the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.